Event description:
Boston scientific received information that this lead exhibited loss of capture. Additionally, high out of range pacing impedance measurements were observed. Impedance measurements were acceptable in unipolar with good capture. An invasive procedure was performed. This lead was capped and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.